Manufacturer narrative:
Of the three needles in this case, only one needle from lot a7024 was returned for investigation. The needle manufacturing records were reviewed and no related deviations or concerns were noted. The needle electrical properties were found within specification. Testing on a vi system was successful; the needle operated several times in I-thaw mode with no issues. The complaint could not be confirmed as the needle passed all investigative testing with no failure found.

Event description:
This is a follow up #1 to report investigation findings of the returned needle. As reported in the initial: it was reported that 3 iceforce needles were used for a renal cryoablation case. During the thaw cycle, twitching was observed. Follow up was performed with the physician. The patient had bleeding around the kidney and one of the needles ended up at least 1.5cm further in than was last seen prior to the muscle spasm. The patient was admitted overnight for observation due to the bleeding and reported muscle soreness post procedure, but was ok in the end. The physician could not say for certain if the bleeding was related to the event with the needle, but would be fine to say it was unrelated for documentation. All three needles will be returned for investigation as it is unknown which caused the stimulation. This MDR is being submitted for the muscle spasm event.

Event description:
It was reported that 3 iceforce needles were used for a renal cryoablation case. During the thaw cycle, twitching was observed. Follow up was performed with the physician. The patient had bleeding around the kidney and one of the needles ended up at least 1.5cm further in than was last seen prior to the muscle spasm. The patient was admitted overnight for observation due to the bleeding and reported muscle soreness post procedure, but was ok in the end. The physician could not say for certain if the bleeding was related to the event with the needle, but would be fine to say it was unrelated for documentation. All three needles will be returned for investigation as it is unknown which caused the stimulation. This MDR is being submitted for the muscle spasm event.